Event description:
It was reported that cartridge change error occurred during the load sequence. Customer was not using pump for insulin therapy at time of event; customer's blood glucose was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.